Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the device was unable to power on using ac or dc power. During internal inspection, the unit was found to have the power entry module broken off the system board at pins n and l. No product performance issue identified related to spo2 and pulse rate were identified. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported rad-8s yield inaccurately low spo2 readings. No consequences or impact to patient were reported.